Manufacturer narrative:
The initial MDR was submitted with an incorrect 510k number. The correct 510k number associated with this device is k013971.

Manufacturer narrative:
Report: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for missing label was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation as bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the plebotomist noticed that there was no label on the bd vacutainer® plus citrate tube. No serious injury or medical intervention reported.